Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - six inappropriate vt episodes were documented. The maximum seen was 194 bpm, which was partly terminated with atp. One episode was terminated with shock delivery. The patient remained in the hospital. A thorax x-ray was done and cordarone was given. Because of low rv sensing, the patient was scheduled to have the rv lead revised. All available information suggests this lead remains actively implanted. Should additional information become available, this event will be updated.